Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of a clinical study. The patient complained of charging difficulties at the visit on 2018 (B)(6). The manufacturer representative contacted the patient to help with recharging. The event was ongoing. The event was unlikely related to the device or therapy and was not related to the implant procedure. The relationship of the event to the recharge process was unknown at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had been charging for two hours and the ins battery was not increasing past 30% and then the patient saw a screen saying to call the manufacturer with a rm04 message. The patient removed the controller battery pack to reset the controller and was able to start a charging session again. The charge quality was initially good but the patient was able to reposition their antenna to receive excellent charge quality; they were at charging speed 4, the highest speed. The ins battery level was still showing 30%. They also mentioned they had to charge their ins more frequently- when they went to bed the ins was at 100% and by the time they got up in the morning it was low again. They increased the intensity up to 7.0 since being implanted with the device and it was reviewed that it can be normal to have to charge the ins daily depending on the settings. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The patient's baseline weight was reported.

Manufacturer narrative:
Product ID (B)(4) lot# nlh003909n: product type accessory product ID (B)(4) serial # (B)(4) . Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the manufacturer representative was able to talk to the patient aboutcharging difficulties on (B)(6) 2018. The patient was re-educated on how to get the best use of the spinal cord stimulation. The etiology was related to the patient had usability issues, had cognitive difficulties with recharging. The patient had good pain relief. The outcome was reported as resolved without sequelae on (B)(6) 2018. It was further reported that on (B)(6) 2018. The controller said call medtronic. This was the third time that this happened. The patient was told in the past to take the battery out and replace it; it works but the patient has to continually do it. The controller only functions when the battery was receded. It was noted that the ins battery was full, and the controller battery was about half, and was charging at the moment.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97745bp, lot# nlh003909n, product type: accessory; product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the charger was turning itself off and the patient had to turn it ¿too high¿. They were re-educated on (B)(6) 2018 and the issue was resolved. This was noted to be due to subject usability issues; the patient had cognitive difficulties with recharging.